Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. Clinical factors that may have contributed to the patient's outcome can be multifactorial and may be attributed to medical treatment, progression of disease and the patient's related comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received stating patient was at home when the care giver called the hospital reporting patient had a very bad headache in the morning which progressed with nausea and finally unresponsiveness. Normal flows reported from the caregiver at the time of the event. Emergency response transferred patient to mayo clinic emergency department (ed) where the patient was intubated and a computed tomography (CT) scan showed evidence of a large left parietal-occipital hematoma. Patient was noted to be hypertensive at presentation in the ed (110 mmhg via doppler). Log files show a dip in trough below normal resting value, suggested by perfusionist that the hypertension was likely related to the event. An emergent fronto-temporoparietal craniectomy and hematoma evacuation was performed on (B)(6) 2017. Cause of death was intracranial hemorrhage leading to vegetative state. No further information provided at this time.